Manufacturer narrative:
(B)(4).

Event description:
The patient reported that they had an implantable neurostimulator (ins) and it didn't work on their nerve pain. Then it quit working so they had it removed. It was noted that if the patient's pain was caused by damaged muscles they would get another ins. No serial number, date of onset, or causes were reported with this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.